Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two trocars leaked, the ports were defective and the valves did not work during the procedure. The procedure was completed after the products were replaced. There was no patient harm. Additional information received form the company representative who indicated it was a vitrectomy procedure.

Manufacturer narrative:
Two open trocar assemblies and four open cannula hub assemblies within a tray were received. The returned samples were visually inspected. Samples 1 and 2 were found non-conforming with septum's that are not closed completely and damaged. Leak testing could not be performed due to the damage of the samples. Samples 3, 4, 5, and 6 were found to be conforming. Samples 3, 4, 5, and 6 were functionally tested for leak testing and were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Samples 3 ,4, 5 and 6 were found to be visually and functionally conforming, however sample 1 and 2 were found nonconforming with open and damaged valves. The exact root cause for samples 1 and 2 is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. No action was taken on sample 3, 4, 5, and 6 as the trocars were manufactured to specification and the exact root cause for sample 1 and 2 is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).